Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and suture was used. During the procedure, the suture broke and burst. There were no adverse patient consequences reported. No additional information was provided.